Event description:
During a hysterectomy, the bipolar da vinci instrument wire or wires broken and the instrument was not functioning. The instrument was safely removed with no accident or harm to the patient. A new instrument was retrieved.